Event description:
It was reported that, " patient had their 4th revision due to post traumatic arthritis in 2007, with the trident tritanium acetabular shell. Patient suffered an operative site dislocation post-op in 2008, which necessitated medical intervention to preclude impairment. The surgeon reported the incident as an adverse event, but did not list the type of medical intervention used to treat the patient."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained implanted in the patient at that time and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.